Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. Additionally, it was reported that the touch screen was unreadable. Reportedly, there were ink blots on the display. There was no patient involvement, as the pump was being used for demonstration and was not being used on a customer at the time of the reported event.